Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor, system board and proportional valve were replaced to address the issue. The machine flow sensor, system board and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor, system board and proportional valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor, system board and proportional valve were replaced to address the issue.